Event description:
It was reported by the customer that they responded to an 81 year-old female patient with a history of hypertension. The patient was seen awake by the family four (4) minutes prior to calling for emergency and 5 minutes prior to the arrival of ems. CPR was not initiated until the arrival of ems. Upon their arrival, ems observed the patient to be pulseless, apneic, and to have coffee ground vomit around her mouth and on a pillow. Drugs were administered (exact drugs not specified) and the patient was connected to a lifepak 12 device with kendall defibrillation electrodes (lot code and expiration date not known). No sweat was noted on the patient¿s skin. The ems delivered one (1) defibrillation shock and the device was reported to fail to recognize the therapy cable connection. The customer replaced the defibrillation electrodes in an attempt to resolve the issue but the problem remained. A fire department crew (bls) was also at the scene and connected an AED (unknown brand) to the patient should they need to deliver therapy. The ECG monitoring electrodes from the lifepak 12 device remained connected to the patient. There was minimal delay to transfer the patient from the lifepak 12 device to the AED. It is unknown if the defibrillation electrodes used with the lifepak 12 device were also connected to the AED or if they removed the original set and placed new ones. The patient was monitored throughout the entire duration of the event and was observed to be in asystole rhythm following the first defibrillation shock. The patient remained in asystole and no additional defibrillation shocks were delivered with the AED. Another als crew was called when the lifepak 12 device failed and upon their arrival. The patient was pronounced deceased. The customer reported that the device use had no negative outcome to the patient.

Manufacturer narrative:
(B)(4). Physio-control's clinical specialist review of the reported event determined that the device use did not contribute the patient outcome. Physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control further evaluated the removed quik-combo therapy cable at the failure analysis center and determined the cause for the failure to be electrically open/damaged apex and sternum wires.